Manufacturer narrative:
A field service engineer (fse) went on site to evaluate the instrument on (B)(4) 2015. The fse found that the laser power control board had failed. The fse found that the connection from the laser power conditioner card to the violet laser controller had a pin that was displaced and an incorrect crimp of the cable on the connection to the power conditioner card. The fse attributes this as the cause of the failure of the laser power control board and the tec slave controller card. A component on the laser power control card did appear to show evidence of charring. The submitted image showed a portion of the board was burned with a melted area and charring evident. The fse repositioned and secured the pin with the correct crimp in the cable and replaced the laser power control board and the tec slave controller card. These actions resolved the problem. The unit is operational. (B)(4).

Manufacturer narrative:
An internal review revealed that the manufacturing site information submitted in the initial report in manufacturer's phone number was incorrect; the corrected information is provided in this follow-up report.

Event description:
The customer reported that the violet laser on a navios flow cytometer system stopped working and the operator reported a burning smell coming from the instrument. The customer stopped using the instrument at the time of the event. There were no sparks, arcs, flames or smoke observed at the time of the event. The smell of smoke generated a "code yellow" in the facility and the fire warden tracked the smell back to the navios. The power was removed from the instrument and service was called. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.